Manufacturer narrative:
Section a2, a3, a4, and a5: patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 2140 for transient dysphotopsia and transient glare. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a linear tear measuring 0.5 mm was identified in the optical zone of the intraocular lens (iol) during lens insertion. On (B)(6) 2026, the patient¿s postoperative visual acuity was reported as 1.0 for distance and 0.3 for near. The patient experienced dysphotopsia, including slight distortion of the image when viewing at near, linear glare, and light streaks from the temporal side. Account indicated that the patient has difficulty driving at night and is bothered by halos. Slight resistance was felt as the iol advanced through the cartridge tip. The instructions for use were followed. No other operations were performed on this patient. The patient is being monitored. No further information was provided.